Event description:
In a retrospective (B)(6) of 260 pts, airway obstruction was noted in cases where rhbmp-2 was used in cervical spinal procedures performed between january 2004 and december 2009. No info about surgical procedures, levels implanted or specific pt conditions was given. The reporter stated that extensive soft-tissue inflammatory response reaction was most likely to occur 2 to 7 days after surgery. It is reported that sometime postoperatively, the need for a tracheostomy occurred in eight cases. It is noted that pts who received a tracheostomy later in their hospital course did so because of problems with aspiration and recurrent pneumonia, and that they were intubated for an average of 17 days prior to undergoing the tracheostomy. No details or outcomes were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: yaremchuk, et. Al. Acute airway obstruction in cervical spinal procedures with bone morphogenetic proteins. Laryngoscope 2010:000. A review of the device history records cannot be performed without additional device info. Without a return of the device or associated records, it is not possible to ascertain a cause for the reported event.